Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that two days post implant, the patient received 28 shocks when the patient got up in the morning to go to the bathroom. The patient stated that the parameters were not correct and the defibrillator was shut off. The patient indicated having problems with their vision since the shocks occurred. More than three months later, the patient indicated hearing an alert. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the device is "damaged," that is has "moved" and is causing discomfort in the patient's chest. The patient indicated that the device "[vibrates] more" and has started to make the patient's brain "send flashes". The patient indicated to having "twitching" that cause them to drop glass or food while eating. The patient indicated that the device is still not programmed on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.